Event description:
It was reported that the patient presented for an implant procedure. During the procedure, difficulty was encountered in achieving proper engagement between the lead and the device header. Although connection was ultimately established, high pacing impedance was observed. Upon further inspection, an attempt was made to loosen the set screw; however, the set screw could not be disengaged using the torque wrench. During the second attempt with a new torque wrench, the set screw became completely detached and stripped from the header, making it impossible to re-secure. The device was not used and replaced. The patient was in stable condition.